Manufacturer narrative:
Date sent to the FDA: 07/29/2016. (B)(4). Additional information was requested and the following was obtained: was the evisceration repaired during the initial procedure or was the patient brought back to surgery for repair? Brought back - it may not matter, but in the past he took patients back after closing with looped pds. Was the fixation tab only half in both the stratafix sutures used? No - only one had half a tab. Was the fixation tab noticed to be broken during 2 patient events? Yes - upon opening a device in 2 separate events, the tab was noticed to only be half. In both of those instances, the devices were never implanted in a patient.

Manufacturer narrative:
(B)(4). Conclusion: additional information was requested and the following was obtained: what was the date of the procedure? (B)(6) 2016. What tissue was the stratafix symmetric suture used on? Fascia of a midline incision. What was the condition of the tissue (normal, diseased, weakened)? Normal. How was the suture placed (starting at end or middle of incision)? Starting at both ends and overlapping in the middle. How many sutures were used during each procedure (originally reported 2)? Two (2) is correct. Was the fixation tab intact when the suture was placed in the patient? No, only half a tab was present out of the package was there any patient event prior to the suture rupture (cough, fall)? No. What is the surgeon opinion as to relationship of the suture contributed to the symptoms? Not blaming the suture, but curious, and felt it should be mentioned. What was the date of the second procedure? Unknown. What was the location of breakage, initiation or termination end? Unknown. Did the suture break? Unknown. Did the stratafix symmetric suture pull through the tissue? Unknown. How much of the incision was open (in cm)? Unknown. Do you have any photos of the suture during second procedure? No. What was used to close the fascia during second procedure? A new stratafix symmetric containing a full tab. What are the patient age, weight, past medical and surgical history? Unknown. What is the current condition of the patient? Unknown, but believe the surgeon would have mentioned if any patient was currently exhibiting effects.

Event description:
It was reported that a patient underwent hepato-pancreato-biliary surgery on (B)(6) 2016 and suture was used. The suture was placed in fascia of a midline incision. The suture was placed starting at both ends and overlapping in the middle. The patient experienced evisceration through the incision after closing. It was mentioned that only half a tab was present out of the package. A new suture containing a full tab was used during the second procedure on an unknown date. The patient current condition is unknown. The surgeon is not blaming the suture, but is curious and felt that it should be mentioned. Additional information has been requested.